Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7005000. UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation and discomfort when sleeping. The patient underwent a spinal cord stimulator (scs) explant procedure. No further information has been obtained.